Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced overnight low glucose events while using the ilet system, with one episode described as a drop from 90 mg/dl to 59 mg/dl within about 10 minutes despite ongoing basal delivery, after which the user self-corrected and returned to target range. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.